Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and one crack was observed in the back mounting bracket. No other defects were found. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test. The unit was not able to navigate through the power-on self-test (p.o.s.t.). When the unit powered on, it alarmed and a red-wrench displayed. The unit was opened and the resistance across the thermal fuse and switch were measured. The thermal fuse measured 0.2 ohms and the thermal switch measured 0l ohms. The 0l indicates an open circuit meaning that the switch is faulty. Testing confirms the unit had a faulty thermal switch. Based on the investigation performed, the reported complaint was confirmed. The investigation revealed a defective thermal switch. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2011 and according was designed for a minimum of 5 years. The root cause for the failure is normal wear.

Event description:
It was reported the unit is "not heating". Unknown if issue occured in a clinical setting at time of report. Unknown patient condition at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the unit is "not heating". Unknown if issue occured in a clinical setting at time of report. Unknown patient condition at time of report.